Event description:
It was reported that: the swg was found to be kinked prior to use on patient, in a clinical setting. No patient involvement.

Manufacturer narrative:
Qn#(B)(6) he customer returned one, opened cvc kit for analysis. Signs of use in the form of biological material were observed on the guide wire and guide wire tubing. Visual analysis revealed that the guide wire was unraveled and separated (from the distal end) and the separated portion was not returned. The core wire was protruding from the coils and the point of separation approximately 4.5cm from the distal weld. Analysis also revealed that the coil wire was separated. Microscopic examination confirmed the separation and revealed that the distal weld was intact and was full and spherical. The core wire length from the distal end to the point of separation measured 47mm, which indicates that approximately 39.05cm-41.55cm of the core wire was separated and not returned for analysis (per guide wire product drawing. The outer diameter of the guide wire could not be accurately measured due to the severity of the unraveling. Functional testing could not be accurately performed due to the severity of the unraveling and missing portion of the guidewire. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm , vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled and separated approximately 4.5 cm from the distal end. Further analysis revealed that the separated distal portion of the guide wire was not returned for analysis. Therefore, a complete visual/dimensional/functional analysis could not be performed. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this type are designed and manufactured to withstand a tensile force of 2.22 n force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the returned device, the root cause cannot be confirmed without the entire guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the swg was found to be kinked prior to use on patient, in a clinical setting. No patient involvement.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the swg was found to be kinked prior to use on patient, in a clinical setting. No patient involvement.